Manufacturer narrative:
The specific upn and lot were not reported; therefore, the manufacture and expiration dates are unknown. The complaint source was a physician presenting at a conference. According to the presenting physician, this event was presented as an example, and the details of this event were found during a web search. The presenter was not the physician performing the procedure, and the presenter was unable to provide the web source for this event nor any further details regarding this event. The device has not been received for analysis; therefore failure analysis of the complaint devices could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Boston scientific corporation became aware of an event involving an axios stent and delivery system during a presentation at the new england society of gastroenterology nurses and associates conference on (B)(6) 2018. According to the presenting physician, a hot axios stent was to be implanted trangastric to the jejunum to treat gastric outlet obstruction during a gastrojujenostomy procedure performed on an unknown date. During the procedure, the small bowel was punctured with a 19ga needle, and the user attempted to deploy the axios stent; however, the eus image became distorted and the stent was not deployed in the intended location. The stent was removed from the patient with forceps and the puncture site closed with 2-3 clips. The procedure was completed by placing another axios stent at a second location. There were no patient complications reported as a result of this event. Note: the axios stent was implanted transgastric to the jejunum to treat gastric outlet obstruction; however the axios stent and delivery system is not indicated for gastrojejunostomy (eus-gj) procedures.